Event description:
It was reported that "uncommanded c-arm rotation" occurred. No injury reported. A field engineer was dispatched to the site and determined that the c-arm rotation potentiometer needed to be replaced. Once this was completed, the system was working as intended.